Event description:
Doctor was performing a transoral incisionless fundoplication surgery. Doctor said a cable "broke on the device". Staff opened a second device. Surgery completed, and there was no harm to patient.